Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the the wires were taken out because it break and came out of their tailbone. Patient also reported lots of pain before and after surgery. No further complications were reported/anticipated at this time.